Event description:
A pt with history of hypertension and hyperlipidaemia was diagnosed with a meningioma (28 mm in major axis in one-third of the right side of the falx cerebri) in 2002. A craniotomy was scheduled, but a cerebral angiography performed 4 months later revealed some blood vessels feeding from the bilateral middle meningeal artery to the meningioma. The right ophthalmic artery derived from the right middle meningeal artery feeding the meningioma in spite of the siphon of the internal carotid artery. The left ophthalmic artery derived from the siphon of the left internal carotid artery. A percutaneous transluminal embolization with gelation sponge, about 1 mm in square, was performed as preoperative procedure 4 days later. The pt noticed a central scotoma in the right eye after the embolization procedure. The craniotomy for meningioma was performed the following day. The pt complained of altitudinal hemianopia of the right eye after recovering from anesthesia and was referred to the dept of ophthalmology the following day. Their visual acuity as well as their intraocular pressure was immeasurable because of postoperative bed rest. The right pupil was dilated with a pupil diameter of 5.5 mm, while the left pupil diameter was 3.0 mm. The direct light reflex in the right eye was sluggish and poor, while the indirect one in the same eye was brisk and enough. On the other hand, the direct light reflex in the left eye was brisk and enough, while the indirect one in the same eye was sluggish and poor. There was a mild cataract in both eyes. Ocular fundus showed mild tortuous retinal arteries and optic disc pallor in the retinal artery of the right eye. However, there were no remarkable ischemic changes such as occlusion of the retinal artery. No abnormality was found in the left eye. A diagnosis of visual loss was made because of disturbances of circulation in the right ophthalmic artery arising from the right middle meningeal artery due to the embolization. Alprostadil (40 ug) and urokinase (240,000 units) were started by intravenous drip . The pt developed total blindness of the right eye the following day. A cerebral angiography was performed again. Thrombolysis was performed by intraarterial injection of urokinase 240,000 units after inserting a catheter into the site of occlusion in the ophthalmic artery. The right ophthalmic artery, arising from the site of the embolus in the right middle meningeal artery, was occluded in the mid segment. Partial thrombolysis was achieved, but the artery didn't open completely. The right eye didn't improve with light sense remaining negative. Urokinase and alprostadil by intravenous drip were discontinued 7 and 11 days later, respectively. The next day the light sense of the right eye was negative, while for the left eye was 0.3 (1.2 x spherical lens + 1.75d cylinder - 0.5d a x 110 degrees). The intraocular pressure for the right eye was 11 mmhg, while for the left eye was 12 mmhg. Subsequently, a right optic disc pallor and unilateral atrophy of optic nerve progressively developed the following month. Fluorescein fundus angiography revealed an optic disk filling delay because of slight delay arm-to-retina circulation time of about 19 seconds. Other findings suggesting remarkable disturbance of chorioretinal circulation were not observed. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event. Case comment: the company agrees with the author's comment that vasospasm, thrombogenesis, or reflux of the inject embolization material due to catheter operation probably resulted in occlusion of the ophthalmic artery. Embolization for brain tumors including meningioma is popularly performed however emobolization may leave serious impairment, if there are communicating branches to the ophthalmic artery.